Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by the biomedical engineer that the device shut down. Staff intervention avoided any problems, and the patient was reported to be fine, with no ill effects.